Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging insulin pump under delivery. The customer blood glucose level was 268 mg/dl at the time of incident and the other blood glucose level was 57 mg/dl, 114 mg/dl, 157 mg/dl, 231 mg/dl and 254 mg/dl. Customer stated that she did a manual injection and that it went down to 204 mg/dl. Customer stated that her blood glucose had been in the 200 mg/dl range for the past two days and the customer had only eaten normal foods, so she stated that she knows that her blood glucose should be back in a normal range. The customer was assisted with troubleshooting. The customer was treated with both bolus deliveries and a manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that drive support cap was normal. Customer stated that the infusion set cannula was bent over. The insulin pump will not be returned for analysis.